Event description:
The customer tested his blood glucose using two contour meters and received readings of 48 and 83 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not replaced and customer strips are not expected to be returned.